Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a remote data review of this cardiac resynchronization therapy pacemaker (crt-p), the physician observed an atrial tachycardia response (atr) episode that was suspected of being caused by over-sensed atrial lead noise. Boston scientific technical services (ts) was contacted and confirmed that there were multiple atr episodes with low-amplitude noise and occasional over-sensing. Troubleshooting options were provided to assess the integrity of the right atrial (ra) lead, such as via provocative testing, isometrics, and diagnostic imaging. At this time, the crt-p remains implanted and in-service, with no adverse patient effects reported. The ra lead is not a boston scientific product.